Event description:
It was reported that the patient was not feeling well and had a blood glucose level around 300 mg/dl. She had bolused, but her blood glucose level was not going down. The following morning her blood glucose level was hi. She then went to see her diabetes counselor where she received an infusion and was admitted to the hospital. At the hospital, she was diagnosed with diabetic ketoacidosis and her blood glucose level was 470 mg/dl. At the hospital she received insulin via a perfusor. The cause of the elevated blood glucose level is alleged to be inaccurate delivery via the infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).